Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (10mg/ml at 6mg/ml) via an implantable pump for spinal pain. It was reported that the patient stated they had no relief of pain. There were no external factors that contributed to the issue. A catheter dye study was performed which showed a good flow of cerebrospinal fluid with some stagnant dye collection in area towards tip of catheter. No other actions/interventions had been taken yet as the healthcare provider (hcp) wanted to get more testing possibly. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was unknown if it was planned. The patient's weight and medical history were asked but unknown. Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the lack of pain relief was not determined. There was no specific device or therapy issue. No actions/interventions were taken or planned to resolve the lack of pain relief. Further diagnostics/troubleshooting was not performed. The lack of pain relief was not resolved and the current device status was still implanted. Additional information received from a company representative (rep) indicated the catheter was replaced on (B)(6) 2021. Additional information received from a company representative (rep) indicated the event was resolved by titrating the patient's medication up for pain management. There was no device issue with the catheter. The explanted catheter was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (10mg/ml at 6mg/ml) via an implantable pump for spinal pain. It was reported that the patient stated they had no relief of pain. There were no external factors that contributed to the issue. A catheter dye study was performed which showed a good flow of cerebrospinal fluid with some stagnant dye collection in area towards tip of catheter. No other actions/interventions had been taken yet as the healthcare provider (hcp) wanted to get more testing possibly. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was unknown if it was planned. The patient's weight and medical history were asked but unknown. Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the lack of pain relief was not determined. There was no specific device or therapy issue. No actions/interventions were taken or planned to resolve the lack of pain relief. Further diagnostics/troubleshooting was not performed. The lack of pain relief was not resolved and the current device status was still implanted. Additional information received from a company representative (rep) indicated the catheter was replaced on (B)(6) 2021. Additional information received from a company representative (rep) indicated the event was resolved by titrating the patient's medication up for pain management. There was no device issue with the catheter. The explanted catheter was discarded.